Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A patient reported that they had received coolsculpting treatment to the flanks on (B)(6) 2019 experiencing enlargement and firmness.

Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A patient reported that they had received coolsculpting treatment to the flanks on (B)(6)2019 experiencing enlarge and hardened tissue.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks on (B)(6) 2019 and presented with paradoxical hyperplasia (ph).